Event description:
It was reported that syringe solomed 3ml ll 22x1-1/4 w/sh sla leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: the syringe appears to get bent, and presents difficult with the plunger for suction of the medication, failed to aspirate the liquid. Needle bends during injection. ___ (info added on 14.apr.2021): - at what moment did the needle bend? (Was it during passing through the vial, was it during medication aspiration, was it during patient injection, etc.); r: when the customer opened the package, the needle was straight. When he pulled the liquid from the vial he noticed that some drops were leaking, from where the needle attaches to the syringe. When he passed the needle through the rubber of the vial's lid, it bent and some drops of the liquid fell from the same point. But when he was going to aspirate the liquid was not coming, but bubbles of air. In other words, the customer believes the bubbles were coming from the same rupture point previously reported, it was coming air, preventing the aspiration of liquid. - was there difficult to move the plunger? (If it was hard to move or could be pulled and pushed easily); r: customer reported it was easier than usual, since it was not aspirating the medication; - could possibly the needle be clogged? R: no, per the customer report, there was a leakage at the end of the needle (hub/luer); - can customer observe any damage to syringe's body? (Any crack, as example); r: no, there was no issue visible. When the customer opened the package or begun to handle the device he couldn't observe any kind of issue; - can customer observe any damage to stopper? R: no, no damage to stopper observed; - requested for a video where the failure to aspirate could be observed. R: customer has sealed a pack with the needle, the syringe, and the vial. He expects the sample to be collected. However, due to covid-19 concerns, the collect and shipment of physical samples has been temporarily suspended in brazil.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0195103 and quality notifications were checked and no deviations were found for this lot. No samples were received and with only the photo and as reported by the customer we were unable to perform investigation and determine the root cause for damaged barrel, luer cracked, and leakage at luer connection. The retention samples were evaluated and the incident could not be confirmed. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe solomed 3ml ll 22x1-1/4 w/sh sla leaked. This occurred on 2 occasions. The following information was provided by the initial reporter: the syringe appears to get bent, and presents difficult with the plunger for suction of the medication, failed to aspirate the liquid. Needle bends during injection. (Info added on 14.apr.2021): at what moment did the needle bend? (Was it during passing through the vial, was it during medication aspiration, was it during patient injection, etc.); when the customer opened the package, the needle was straight. When he pulled the liquid from the vial he noticed that some drops were leaking, from where the needle attaches to the syringe. When he passed the needle through the rubber of the vial's lid, it bent and some drops of the liquid fell from the same point. But when he was going to aspirate the liquid was not coming, but bubbles of air. In other words, the customer believes the bubbles were coming from the same rupture point previously reported, it was coming air, preventing the aspiration of liquid. Was there difficult to move the plunger? (If it was hard to move or could be pulled and pushed easily); customer reported it was easier than usual, since it was not aspirating the medication; could possibly the needle be clogged? R: no, per the customer report, there was a leakage at the end of the needle (hub/luer); can customer observe any damage to syringe's body? (Any crack, as example); no, there was no issue visible. When the customer opened the package or begun to handle the device he couldn't observe any kind of issue; can customer observe any damage to stopper? No, no damage to stopper observed; requested for a video where the failure to aspirate could be observed. Customer has sealed a pack with the needle, the syringe, and the vial. He expects the sample to be collected. However, due to covid-19 concerns, the collect and shipment of physical samples has been temporarily suspended in (B)(6).